Event description:
This lv lead was implanted on (B)(6) 2016 and remains implanted at this time. A call was placed to technical services on (B)(6) 2016 stating that the left ventricular lead exhibited pacing impedance out of range and a change in configuration due to stim was made which correlates with the change to higher lv pace impedance. Additional, out of range measurements were no visible in lead trend, but note a couple of spikes about 1000. The physician was dr. (B)(6) at (B)(6) hospital in (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).